Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (350's mg/dl). To address the high bg level, the customer would change the pump supplies, deliver a bolus via the pump and insulin injections were administered. The customer did not know the cause of the high bg. After the more recent high bg, multiple boluses were delivered and the bg would not lower until an insulin injection was administered. The customer changed out all of the pump supplies and would monitor the bg level. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.